Manufacturer narrative:
Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based on the user facility¿s location. Investigation summary: one photo was provided. It shows an opened packaging blister and a syringe with the plunger rod thumb press damaged. After the molding process the barrel goes for printing the scale then silicone is applied; after that the plunger-rubber stopper is assembled. A jam could have occurred during the assembly process inducing the damage to the plunger rod. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for lot # 31466 for this type of defect or symptom. Root cause description: syringe assembly process. A jam could have occurred during the assembly process inducing the damage to the plunger rod. Rationale: CAPA not required at this time.

Event description:
It was reported that the syringe was damaged with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that the syringe was broken inside its packaging.